Event description:
It was reported the patient had a shocking/jolting sensation. They were unable to turn the stimulation off and it¿s ¿going nuts on me¿. The patient was sure when it started but it was within the last couple days. The patient also noted they were unable to make adjustments or communicate with or without the antenna attached. The patient was seen by the manufacturer representative on (B)(6) 2015 and upon initial interrogation it was found the device was off and the voltage set to 0.0v. The patient had correctly turned the device off but thought it was still one since they were feeling the shocking in their left leg. Impedances were checked and were all normal. When the stimulation was turned on the amplitude had been turned up to 3.8v before the patient was able to feel any tingling. The sensation was down their right leg and not the left leg where they had experienced the shocking. X-rays of the leads showed that both were midline with the tip at mid-t10. The cause of the shocking was unknown however their health care provider (hcp) ruled out the stimulator as potential cause. At the end of the appointment the patient programmer and implantable neurostimulator (ins) were functioning normally. The patient was going to keep the device off until their appointment next month to determine the cause of the pain.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 77a260, lot# va0g1wh027, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, lot# va0g1wh030, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).